Event description:
It was reported that during an unk procedure, the device gave error 4. Another device was used to complete the case. No pt consequences.

Manufacturer narrative:
Date sent: 5/8/2009. Evaluation summary: the hand piece was tested on a generator and was found to be non functional. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may result for an error code 4 to occur.